Event description:
A few months after I had the essure coils inserted and had my hsg test I started noticing lots of joint pains, heavy menstrual cycles producing baseball sized clots and going through super plus tampons and super pads every 30 minutes to hour, extreme fatigue, chronic migraines, numbness and tingling in my extremities, insomnia, anxiety disorder, frequent urination, back and hip pain, loss of sex drive, weight gain. Feeling bloated all the time, constipation, pain in my abdomen, severe cramping in my abdomen, irregular periods, pressure as if I am about to give birth, severe allergies everyday all day long, gout in my right toe.